Event description:
Pt undergoing coronary artery bypass graft surgery. A package of small weck ligating clips #523836 was made with a double clip in each loading receptacle where there should be only one. The clip applier loaded with 2 clips, causing avulsion of a vessel branch when the surgeon applied clip to the aorta. Repair with a 6-0 surgipro suture made. No permanent injury.